Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was an intermittent failure of the system due to a faulty cable. The field engineer noted that the system would intermittently not power up. There is no report of injury or death associated with the event described in this complaint.